Event description:
Bsc representative was notified on 03/29/2006 of an injury that had occurred on 03/16/2006 at this site. The complaint was described to the bsc representative and he notified boston scientific-equipment service business, customer support. The injury was described as follows: "patient went into-v-fib and doctor had to shock the patient to revive him.